Event description:
Ous MDR - it was reported that the patient had received several inappropriate shocks about 50 months after the implantation. In addition, an increase in the pacing threshold and a drop in impedance could be observed. No deterioration of the patient state of health was reported.

Manufacturer narrative:
The returned lead was extensively analyzed. As part of the analysis the properties of the lead were examined. There were multiple signs of wear along the lead body. In particular, in the distal region of the lead, the insulation was damaged due to rubbed through areas. This type of damage is likely the cause of the noise, which led to several high voltage shocks. The location and characteristics of the damage suggested strong mechanical stress on the lead against the tricuspid valve area. It is possible the lead moved substantially. X-ray images or any other diagnostic images that would show the relationship of the implanted system in the body, were not available. The damage to the lead¿s suture sleeve and deformations of the rv shock coil are believed to be due to the explant procedure. There was no evidence of a material or manufacturing defect.